Event description:
The patient's mother reported the patient's infusion set tubing broke away at the luer lock and the patient experienced elevated blood glucose of 18-26 mmol/l (324-468 mg/dl) and ketones of 1.8-2.6. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.